Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Caller reported that the insulin pump was not functioning normally regarding the rewind process and the noise it was making. Blood glucose level was 136.8 mg/dl at the time of the call. No further information was provided.